Manufacturer narrative:
The pump was received with a broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no unexpected charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 13-feb-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 02/13/2025 16:39:00.000 insert battery alarm was found on: 02/10/2025 09:38:23.000, 02/10/2025 09:40:13.000. 02/13/2025 17:04:55.000, 02/13/2025 17:05:39.000. 02/13/2025 17:05:43.000, 02/13/2025 17:08:37.000. Failed battery alert/battery failed alarm was found on: 02/10/2025 09:40:12.000. 02/13/2025 17:05:30.000, 02/13/2025 17:05:43.000, 02/13/2025 17:05:43.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 02/13/2025 16:39:00 faster than expected at 3.29 days. Battery cycle 2 received the lowbatteryalert (104) on 01/23/2025 19:09:00 after more than 7 days at 23.08 days. Battery cycle 3 received the lowbatteryalert (104) on 12/20/2024 06:04:00 after more than 7 days at 16.75 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Multiple no delivery alarm/insulin flow blocked alarm were found on 09-feb-2025, 10-feb-2025 and 11-feb-2025during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Sensorexpiredalert (794) was found on: 02/07/2025 06:03:42.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Charge/battery lasts less than expected or short battery life was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. However, charge/battery lasts less than expected or short battery life was confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on battery compartment, and also reported low/short battery life time. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed on the shortened battery life issue. Troubleshooting was performed for cosmetic damage. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.